Event description:
Complainant alleged that during pt set-up the device displayed a "paddle fault" messsage. Complainant indicated that another set of paddles were obtained and there was no adverse effect to the pt due to the reported malfunction.